Manufacturer narrative:
Evaluation tests or methods used to duplicate/replicate the reported problems: installed battery into pump and charging for 20mins. Reported problem duplicated/replicated: unable to duplicate the problem, battery was charging up to 15% after 20mins. What caused the reported (primary) problem: no problem found with the returned battery. Customer may have a interconnect board problem, but would need to see the pump to confirm. Who caused the reported problem: no problem found. Unconfirmed- the fault could not be confirmed. The device and the investigation of the issue could not confirm the fault occurred.

Event description:
It was reported that a brand new medfusion¿ 3000 series syringe pump had a faulty battery. The pump was brought to the biomed shop because the internal battery would not charge. The battery capacity was said to be 0% charged even after it was charged overnight. No patient injury reported.